Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant: d284trk implantable cardioverter defibrillator (B)(6) 2013 407645 implantable pacing lead (B)(6) 2005 694965 implantable tachy lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had no capture. An x-ray showed the lead might have pulled back. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.